Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the instrument had a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.08 in length. No damage was found on the pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
The user facility reported a broken wire on the prograsp forceps instrument. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.